Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between september 14, 2023 and september 15, 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and a leak was observed at the administration port. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port connector when it was inserted into the spike port tubing during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the membrane port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.